Event description:
Occurence date is my surgery date for explant. These symptoms started coming on slowly and got worse over about a five year period. I became very ill with chronic fatigue, joint pain, muscle pain, low thyroid, heavy metal toxicity, swelling and inflammation, anxiety, brain fog, memory loss, sleep disturbance, chills, fevers, digestive issues including leaky gut. Most gone after explant. It has only been 8 months. Some symptoms were gone immediately after explant and have not returned. I had implants for 10 years.